Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 218 mg/dl at the time of the incident. The customer was advised that insulin pump need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with missing segment due to cracked and bleeding lcd glass. Unable to verify critical pump error (open book image) due to missing segment.